Manufacturer narrative:
A ge service rep performed an onsite investigation. The cable was reconnected and the system was rebooted which produced intermittent success. The image functions board was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a communication error message. No pt injury was reported.